Event description:
It was reported that post-op x-ray and echo suggested perforation. At lead revision, pericardial effusion was found. The lead was repositioned and a drop in blood pressure was found. The patient's chest was opened to stop the bleeding. Post-procedure, the patient's vitals were stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.